Event description:
It was reported that foreign material was present in the device. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon removal of the catheter from the sterile packaging and prior to catheter preparation, a white dry residue was seen on the catheter handle. A new catheter was used to complete the procedure. The procedure was completed without patient complications. The catheter is not expected to return for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.